Manufacturer narrative:
The customer reported that they resolved the issue by rebooting the xhibit central station. While rebooting the system resolved the reported issue, the cause of the reported issue could not be determined. Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer reported that while monitoring patients on a xhibit central station (xcs), the central station lost the displays. There was no patient or user harm associated with this event.